Event description:
It was reported that an alarm occurred due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to perform multiple troubleshooting steps, including disconnecting the tubing and delivering boluses, after which the bolus was completed successfully. The customer was advised to replace supplies as necessary and resume insulin, with follow-up assistance provided if needed.